Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. If additional information is received, a follow up MDR will be submitted. As of 02-feb-2023, a system log review cannot be performed because the system logs are not available. This complaint is being reported due to the following conclusion: after an ion endoluminal lung biopsy procedure, a patient developed a pneumothorax and required hospitalization. A chest tube was placed to resolve the pneumothorax. The patient was discharged home 3 days later.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient experienced a pneumothorax requiring a chest tube insertion and hospitalization. The lesion size was 8 mm in diameter and located in the left upper lobe. The distance of the lesion to the pleura was 3 cm. The physician was unclear as to the cause of the pneumothorax. The patient experienced shortness of breath, oxygen saturation was 88% on room air (ra). The pneumothorax was identified via chest x-ray. The initial size was moderate and it did not increase over time. A pigtail catheter was placed to resolve the pneumothorax. The patient was admitted to the hospital for a total of 3 days. The patient was discharged home on room air. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.